Event description:
The patient has two leads from the same lot. It was reported, the patient has been receiving uncomfortable stimulation in an unintended area. X-rays were taken and no anomalies were found. As a result, the patient will undergo surgical intervention.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up revealed the patient underwent surgical intervention on (B)(6) 2015. During the procedure, the patient's leads were relocated. Surgical intervention resolved the patient's issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.